Event description:
Customer states vacuum issue on several tubes. Some tubes are barely within the acceptable volume and customer gets under-filled rejections.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested, but not yet received. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
Complaint (B)(4) received 1 rack 454334/b2310337 for evaluation. Received customer picture. We have no remaining inventory or the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated. Corrected and additional data: h3: sample received; h6: type of investigation, investigation findings, investigation conclusion: h11 manufacturer narrative.